Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using attune universal handle, the red release plastic snapped off the handle. The loose piece was recovered and the case was finished with an alternative handle.

Manufacturer narrative:
It was reported that while using attune universal handle, the red release plastic snapped off the handle. The loose piece was recovered and the case was finished with an alternative handle. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.